Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 at 10 am with blood glucose of 523 mg/dl. The customer was not wearing the insulin pump during the hospitalization and the customer was off the insulin pump from less than 48 hours. The customer¿s blood glucose level was 500¿s mg/dl at the time of incident and current blood glucose level was 481 mg/dl. The insulin pump will not be returned for analysis.